Manufacturer narrative:
(B)(4). This follow up report is being filed to relay corrected and additional data. Reported event was unable to be confirmed as part number/ lot number of device involved in the incident is unknown and due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a hip arthroplasty on an unknown date and was revised due to loosening of the stem. During the procedure, the femoral stem and head were removed and replaced. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device is not available for return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Date implanted - the device was implanted sometime in 1993.

Event description:
It is reported that the patient underwent a shoulder arthroplasty revision due to loosening of the stem approximately twenty-four (24) years post-operatively. All components were removed and replaced.